Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that during the use of the product, the customer noticed the pilot balloon was separated from the inflation line. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: one used decontaminated sample 10001429-002 infl. Line s/assy soft-seal 7mm was returned for investigation without its original packaging nor rest of tracheostomy tube (see photo of sample). Under visual inspection we noticed that inflation line was detached from pilot balloon. 10001429-002 infl. Line s/assy soft-seal 7mm is assembled in smiths medical tijuana. Secondary investigation object which can capture component investigation was not created because no more complaint samples are needed by smiths medical tijuana, furthermore we are not able to determine lot number of affected inflation line. Similar customer complaints have been recently received therefore internal non-conformity report ncr-000928 was created with purpose to evaluate this issue. The cause of the reported problem could not be determined.